Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited an increase in lead impedance from 400 to 800 ohms. No intervention would be done at this time.